Event description:
During the implant procedure, the sensor became stuck in adipose tissue near the access site just above the inferior vena cava. The patient had multiple implants including a left ventricular assist device, an implanted cardioverter defibrillator, and a cardiac resynchronization therapy device. Getting access was challenging, but it was gained via the femoral vein. After approximately twenty minutes, the pulmonary artery catheter was floated through the right atrium into the right ventricle, but it could not reach the pulmonary artery. At that point, a more experienced physician was called in to assist, and the catheter was advanced to the left pulmonary artery, and the guidewire was placed beyond the target site. The sensor delivery catheter was prepped and advanced over the guidewire. The sensor was advanced to the right ventricle, but could not advance to the pulmonary artery. An attempt was made to remove the sensor through the sheath, but it was not successful. At this point, a third physician was called for assistance. The third physician determined the wire was looped around the coronary sinus lead. An attempt was made to pull everything out including the sheath, and it was decided to cut the delivery catheter. When everything was pulled out, the sensor was not there. Imaging found that the sensor was above the insertion site, just above the inferior vena cava, and lodged in adipose tissue and not the vasculature. The patient was in stable condition, was admitted overnight, and had CT scan ordered. The images would be removed to determine if the sensor needed to be removed surgically or left where it was lodged.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h2, h6.

Event description:
On (B)(6) 2021, a second cardiomems sensor was implanted in the patient. The original sensor was confirmed to still be located in groin tissue, and it was decided to leave it there as it had cause the patient no adverse consequences. The implant of a new sensor was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.